Event description:
The customer reported that the screen was not lit. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the screen was not lit. There was no reported pt involvement. The device was evaluated by a local third party service provider. The symptoms was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction but cannot determine the cause because multiple parts were replaced.